Manufacturer narrative:
H6: the navio handpiece part number 110137, sn (B)(6) intended for treatment was returned for evaluation. A relationship between the reported event and the device was not confirmed. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. The handpiece passed the evaluation test with no incident. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, no reasonable contributing factors could be identified based on the received complaint information and investigation results. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Event description:
It was reported that when running the handpiece test during the set-up for a navio lab, it sounded like there was metal on metal rubbing while the drill was moving in and out of the handpiece, and there were metal shavings coming from where the long attachment comes from the silver tip on the handpiece. These were older devices and they could not determine which was bent, so they pulled both to ensure the next cases don't have an issue. The long attachment has wear from rubbing on the handpiece over time. They swapped out and progressed with the lab. No patient was involved. No other complications were reported.